Manufacturer narrative:
Batch review performed on 08 oct 2025: lot2323175: (B)(4) items manufactured and released on 17-may-2023. Expiration date: 2028-apr-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause:based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At 2 months and a half from the primary, the patient came in due to pain and the cause is unknown. The surgeon determined that a loose screw had caused the cage to become subsided. The surgeon revised the screw from a 6x50mm to a 7x50mm.levels were l4-5.the surgery was completed successfully.